Manufacturer narrative:
Initial reporter: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to gastric sleeve procedure, 2 powered handles and charger have issues. The first handle showed that it was fully charged when it was taken off the charger but after being fired two times during the procedure it shut off and showed that battery was fully drained. The second handle will not turn on. This handle has been charging for several days and will not turn on and blinks red while on the charger. When this handle is taken off the charger and placed back on, an image of a handle appears on the led screen with a red circle with a line in the middle appears very briefly and then goes away leaving the screen completely black. Both charger bay stations are not charging the handles properly, and only yield short term charges on the handles. New set of devices was used to proceed with the case. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.